Manufacturer narrative:
One r2p sheath and dilator assembly was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the dilator. There is no damage on the sheath along the length of the sheath or near the hub. The sheath tip is deformed. The complaint can be confirmed for sheath tip deformation. The exact root cause cannot be determined. The likely root cause is the sheath tip deformed during insertion into the vessel. The sheath did not have any damage or uncoiling along the sheath as stated in the complaint description. Review of device history records showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved destination slender sheath was inserted into the patient's arm, when the physician noticed what was described as a barb in mid shaft. The physician stopped inserting and removed the sheath. There were no adverse events as a result. The procedure was a success, and the patient condition is stable. Procedure performed for the patient was a celiac artery angiogram. No blood loss was reported. No patient injury and/or required medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 12 feb 2024: the case was completed successfully without using the sheath. Catheter use only.